Event description:
During an in clinic follow up, the device was observed to be in back up mode. Technical support was contacted and high battery impedance was also observed. Technical support recommended device replacement as the device was nearing end of life. During the device replacement procedure, a fracture was observed on the right atrial (ra) lead. The device was replaced with a vr pacemaker and the ra lead was capped. The patient was stable.

Manufacturer narrative:
The reported event of device in backup mode was confirmed, battery problem was not confirmed. The device was in backup mode upon receipt caused by undetermined source. Analysis performed on the battery indicated the cell reached end of service (eos) level after exceeding projected longevity. Electrical tests performed, after replacing the original battery, and re-loading the device code, indicates normal functionality. Further evaluation of the output signal found all parameters within normal range. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.